Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnosis procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the rays did not work. Analysis of the log file showed sib gencan error, which confirmed the malfunction. Upon troubleshooting, fse found intermittent sib errors. To resolve the issue, fse replaced the sibbox unit. The defective sibbox unit was returned to philips for failure analysis and the cause of the sibbox unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the sibbox unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.